Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. Visual inspection of the sheath revealed a slight bend in the sheath shaft at the hub was noted. Also noted, was a major tear at the center of the crosscut valve. The crosscut valve was dissected and observed under microscope to observe the tear. The tear had a jagged edge and a portion of the valve had been push downward toward the interior side. A blood like substance was also noted on the crosscut valve. No damage was seen at the sheath inner lumen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the proximal end of the sheath hub came in contact with a sharp object which created the tear in the crosscut valve causing the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the glidesheath slender device went into the patient, the green component had a hole at the end of it and blood started squirting everywhere. There was no patient harm. The procedure outcome was successful.